Manufacturer narrative:
PMA: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant of the right ventricular (rv) lead, cardiac perforation leading to a cardiac effusion was observed. Revision surgery was performed and the rv lead was repositioned. The patient was in stable condition and will continue to be monitored. There were no adverse consequences.